Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the lv (left ventricular) lead was not capturing. The patient was stable.

Manufacturer narrative:
Reporter info: health professional.

Event description:
New information received notes that loss of lv (left ventricular) capture was observed during a follow-up in clinic. Programming change were made. The patient was fine.